Manufacturer narrative:
The customer reported that the cns (central monitoring system) shutdown unexpectedly. Cns rebooted and now is currently working. Discussed with customer what could cause this issue. Advised him that he should perform a restart of his cns at least once a quarter. Inquired as to when the last time he or his dept last replaced the hard drive. Provided him with the part number for hard drive, a/677759. At this point there is no issue with his cns. Customer was provided with nihon (B)(4)'s notification number in case he has any further issues. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) shutdown unexpectedly. Cns rebooted and is currently working.